Manufacturer narrative:
(B)(4).

Event description:
It was reported "one of the samples promptly broke when it was applied to an intubated patient". Request for additional information to customer has been unsuccessful. Unknown patient condition at time of report.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "one of the samples promptly broke when it was applied to an intubated patient". Request for additional information to customer has been unsuccessful. Unknown patient condition at time of report.